Event description:
During procedure set up, a hole was discovered in the double basin cover. A new pack was opened to use during the procedure and no harm came to the patient. The pack was saved for the medline representative. All contaminated custom pack samples are being collected for investigation by medline field rep.